Manufacturer narrative:
Follow-up #1: date of submission 8/24/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: black box dates from 5/27/2015 -6/4/2015. Due to internal moisture contamination a portion of the black box was corrupted upon download. Black box shows multiple power on reset events with alarms on 6/4/2015. Evidence of moisture contamination behind display lens. Due to moisture contamination pump is unresponsive. Blank screen, no vibration and no sound upon battery insertion. Pump case cracked in upper corner of display area. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Unable to complete/pass all checklist steps due to moisture contamination/unresponsive pump. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination throughout inside of pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.